Event description:
The dl2000 data mgmt system is substantially equivalent as the remisol 2000 data mgmt system. For the purposes of this event, beckman coulter inc. (Bci) will consider dl 2000 and remisol 2000 the same. A customer reported to bci that results from two different pts were printed on the same page under the demographics of one pt. The printout showed the demographics for one pt, with results from two sample ids. The add'l sample ID belonged to a different pt (the printout did not indicate that the second sample ID was from a different pt). Pt treatment was not affected in this event, as the correct results were posted to the correct demographics at the lab info system (lis).

Manufacturer narrative:
Per bci dl2000 expert, the event occurred during a time when the lab was experiencing problems with the dl2000 due to an excessively large database. The customer had been properly trained and advised to perform monthly maintenance. However, they failed to perform the maintenance. After resolving the database issue, bci rep tried to duplicate the customer's problem (print two different pts on the same report and could not). Bci rep has again stressed the importance of database maintenance to the customer. The event was forwarded to the software vendor for review, and they verified that the issue could have been caused by the problem with the data base. A clear root cause has not been determined for this event, but an excessively large size of the database may have contributed to this event.